Event description:
The customer reported the system cannot boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 3v battery on the generator interface board and reseated circuit boards. System operates as intended. (B)(4).